Event description:
It was reported that a needle damaged occurred. The sensor was inserted into the arm on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).